Event description:
It was reported that the catheter was unobligated during the use. When the catheter was removed, the balloon of the catheter could not be extracted and the catheter could not be removed normally. It was reported that after urological consultation, they cut the balloon and the water was drawn out with external instruments and the catheter was removed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned it was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was unobligated during the use. When the catheter was removed, the balloon of the catheter could not be extracted and the catheter could not be removed normally. It was reported that after urological consultation, they cut the balloon and the water was drawn out with external instruments and the catheter was removed.